Event description:
Iradimed IV pump gave a "critical error 1002" causing the pump to shut down. The amount of infusion to that point was correct. The patient did not receive the infusion for approximately 5 minutes, but did not awaken. The infusion was restarted on another pump.manufacturer response (as per reporter) for MRI IV pump system, mridium 3860iradimed service technician informed our facility that critical error 1002 is a known issue that occurs when the processor and controller do not properly sync. This issue could be caused by noise. Instructions for checking history log were given.

Event description:
Iradimed IV pump gave a "critical error 1002" causing the pump to shut down. The amount of infusion to that point was correct. The patient did not receive the infusion for approximately 5 minutes, but did not awaken. The infusion was restarted on another pump.manufacturer response (as per reporter) for MRI IV pump system, mridium 3860iradimed service technician informed our facility that critical error 1002 is a known issue that occurs when the processor and controller do not properly sync. This issue could be caused by noise. Instructions for checking history log were given.